Event description:
Pt arrived at facility without complaints. Treatment initiated via rt jugular line without incident at 1220. At 1400, machine temperature alarm triggered. Care givers and medical personel noted slow dripping of blood from the venous end of dialyzer header. Header cap was tightened. Leakage ceased. Pt's bp at 1515 70/92 and normal saline given. Treatment terminated per physician request. Ebl approx. 700 cc. Albumin administered to pt. Pt. Vomited. Bp increased to 180/54. Pt. Taken to hosp via ambulance. Pt. Received four units blood during hospitalization.